Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the medical record review, the pt underwent repair of ventral incisional hernia with composix kugel hernia patch on (B)(6) 2008. The medical records noted an incarcerated bowel and the fascia overlying rectus abdominus muscle of low midline was largely destroyed. On (B)(6) 2008, the pt was seen in an office visit where he explained, one day following his repair, he had a coughing/sneezing attack and ripped his incision about 1cm. He was not seen for approximately three weeks following the tear. During the time, he explained to the doctor he maintained the incision and tear with soap and water. In the following six months, the pt was seen approximately seven times at office visits where he was experiencing drainage. During the first office visit, he was ordered a home wound vac. The medical records note the pt was noncompliant in regards to home healthcare and refused to continue use of wound vac after (B)(6) 2008. On (B)(6) 2009, the pt underwent excision of the composix kugel mesh due to infection and the repair was completed using a non-bard product. Following the repair, the pt was admitted for an altered mental status and complex cardiac condition. It should also be noted that despite restraint precautions, the pt fell several times from the hospital bed. In (B)(6) 2009, the pt underwent repair of a bilateral groin hernia with a non-bard product. Based on the info received, the pt has a complex medical history including alcoholism and documented noncompliance. Although there is no indication of a device failure, the info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however may require removal of the prosthesis."

Event description:
Based on the review of medical records, provided by the patient's attorney: (B)(6) 2008 - the pt underwent repair of ventral incisional hernia utilizing composix kugel hernia patch. Surgeon noted an incarcerated bowel suprapubically and that the fascia overlying rectus abdominus muscle of low midline was largely destroyed. On (B)(6) 2008 - pt was seen in office visit, had expressed one day following the hernia repair, he had a coughing/sneezing episode in which resulted in a small tear of this incision point. He could not get into a clinic so he maintained the wound with soap and water. No evidence of infection, wound vac ordered. On (B)(6) 2008 - office visit, wound vac draining "clear yellow" fluid daily. Medical records note poor compliance with home health. On (B)(6) 2008 - office visit, wound vac draining "clear yellow" fluid daily. Medical records note poor compliance with home health. On (B)(6) 2008 - office visit, pt fired home health nurses. Pt using hydrogen peroxide on wound, he was advised to discontinue use. Medical records also note, pt refusal to continue use of wound vac. On (B)(6) 2009 - office visit, wound has increased drainage and odor. Inguinal bulge developing, possible recurrent hernia and infection. On (B)(6) 2009 - pt underwent repair of incisional hernia. The composix kugel mesh was explanted and repair was completed with a non-bard product. Pt was discharged on (B)(6) 2009. On (B)(6) 2009 - pt admitted to hospital for altered mental status and complex cardiac condition not amenable to surgical interventions. Discharged on (B)(6) 2009. On (B)(6) 2009 - pt underwent repair of bilateral groin hernia using a non-bard product.